Event description:
It was reported that this right ventricular (rv) lead dislodged after it was just implanted in the left bundle branch, with it consequently explanted and replaced by a new lead. No additional adverse patient effects were reported.